Manufacturer narrative:
Upon receipt of additional information it has been determined that this device did not cause or contribute to the reported event.

Manufacturer narrative:
(B)(4). (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient has experienced a serious deterioration of health, requiring hospitalization and physical therapy. The patient reported pain in lower belly and right hip approximately three years post-implant of right hip arthroplasty.